Event description:
Dealer states that the end user was transferring from his wheelchair to his lift chair when he alleged that the wheel lock did not hold causing him to fall and injure his leg eventually resulting in amputation. End user was already a single amputee. End user was using a transfer board to transfer alone.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.